Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that the pump was empty. It was reported that the patient was prescribed oral medication and the pump was flushed and turned off.

Event description:
Additional information was received from the healthcare provider (hcp) indicated the cause of the patient¿s symptoms was an unexplained motor stall and "recalled pump", discovered at the (B)(6) 2021 refill appointment (prior refill was on (B)(6) 2021). The patient was scheduled to have the pump removed. It was further reported on (B)(6) 2021, the expected residual volume was 3 mls and the actual residual volume was 10 mls. The cause of the volume discrepancy was the unexplained motor stall of 350 hours plus. The patient was filled with saline and set to minimum rate per the doctor¿s order. The plan was to explant on (B)(6) 2021. The patient¿s weight was not recorded.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) who reported that the patient's pump was showing a motor stall. The rep had no further history at the moment and did not know if the patient had a magnetic resonance imaging (MRI). They stated the hcp had a letter regarding a recall of the pump. Technical services discussed definition of recall and advised to get more history as related to what the hcp was referring to in order to best troubleshoot. The rep inquired about pump and dlc enhancement. Additional information was received from the rep on (B)(6) 2021 who reported that the patient's pump was filled with saline and turned to minimum rate. The motor stall had not been resolved yet and the pump remained implanted. Additional information was received from the patient on (B)(6) 2021 who reported that "near the end on (B)(6) 2021" she started having really bad symptoms of withdrawal. She told her hcp that she "thought she was going to die." She stated she was "being overdosed" and then would go through withdrawals. She was told the pump had stalled (reported in rtg0163756). She had been feeling sick and couldn't do anything and was falling asleep. She has had many falls due to having the pump and she fell once while going through withdrawals. She stated she "has been going crazy and has been stressed out." She can only eat once a day and is crying every day. She stated the alarm never went off prior to her going through withdrawals. When asked morphine dose and concentration she stated "I don't know but it was the lowest dose possible because I was scared." She stated the hcp wanted to add "a steroid or something" to the pump but she said no. She had about 10 intrathecal injections. The hcp was going to remove the pump today but then they cancelled and told her to find a different hcp to remove the pump. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the pump was analyzed via telemetry demonstrating that pump had stopped for 335 hours. Rn did hear critical 2 tone alarm occurring. The patient denied hearing the critical alarm. The rn ran logs on the pump which showed the last refill was on (B)(6) 2021, then on (B)(6) 2021 the pump stalled from 9:20am and recovered at 10:07 am that same day. On (B)(6) 2021, pump logs revealed a motor stall at 4:21 pm with no recovery. The patient was put on the or table and prepped with chloraprep and betadine. A non-coring 22 gauge huber needle was used to access the reservoir and 3.0 mls of clear sediment free fluid was withdrawn. The pump was filled with preservative free normal saline 0.9% with 10 mls. The patient's pump was programmed to minimum mode 0.006 mls/day. The patient was questioned if they had any signs or symptoms of medication withdrawal, and denied anything other than extreme fatigue for the past two months. The patient wanted to have the pump removed. The patient denied any oral pain medications other than tylenol.

Manufacturer narrative:
H3. Devices were returned and destructive analysis not complete due to device legal hold. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving morphine and saline via an implantable infusion pump. It was reported that roughly two weeks after the implant back in 2019 that the patient started having pain, acute withdrawal, mental issues, couldn't walk, loss of appetite, caller stated that she also had balance problems ,thought she was going to die, headaches, falling, and sleeping issues. The caller believed the pump is not functioning. It was noted that when they check the volume of the pump it would be half empty. The caller stated that at one of the refills they pulled out 1-2 cc.